Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm. The test mini link transmitter communicated properly to the insulin pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 404 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced dry mouth and treated their high blood glucose via insulin pump. Customer received a no delivery alarm and changed out their entire set and reservoir. Customer performed the high pressure test and failed twice. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.